Event description:
S [situation]: patient on va ECMO [veno-arterial extracorporeal membrane oxygenation] with central cannulation. On [redacted date], la [left atrial] vent flow reduced. Team planned for elective cannula change. B [background]: [redacted]. Patient came off bypass with lap [left arterial pressure] 25-35, no ejection and severe lv [left ventricle] systolic depression; therefore, patient was cannulated onto central va-ECMO. A [assessment]: during cannula change, cannula was found to be defective, patient did not suffer any harm from the defect. La vent flow decreased, team had planned to take patient to cath lab for routine cannulated change. When cannula assessed, noted 4 tears in cannula. Care team have reported this to medtronic. They picked up the cannula. Location: transthoracic la. Placement date: [redacted]. Removed: [redacted]. Event date: [redacted]. Manufacturer: medtronic. Cannula type: dlp malleable single stage venous cannula. Size: 20 fr.. Lot#: 0231369022. Expiration date:05/21/2028.